Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported part order for mrx kit display 3 and face plate assy. There was no reported adverse patient impact.